Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects in the jet-tube. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event. The correct date was 12/26/2025.

Event description:
No additional information received from the customer.